Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was moved to another system and the with procedure was completed. There was no patient harm. Further review identified that this issue has already been reported via MFR report number 3003768277-2025-013206. This report is being closed as a duplicate of MFR report number 3003768277-2025-013206.

Event description:
It was reported to philips that the flexvision monitor lost video during a procedure, and that the patient was moved to another room for the completion of the procedure. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.